Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, functional testing and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs did show that the device did record the first shock of 150 joules as delivered. All indications by the log suggest the device worked as expected. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.